Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported increased pacing lead impedance and declined r-wave sensing were observed right after the lead was implanted. The lead was removed and a new lead was implanted. No adverse consequences were detected.